Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to an unknown reason. Additional information has been requested but not been made available as of the date of this report.